Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found that the exposed portion of the soft cannula was stretched. Although there was damage to the soft cannula, this did not inhibit the pod's ability to deliver insulin through the entire fluid path. It could not be determined when this damage occurred, and the investigation could not conclusively determine a relation between the returned device and the device¿s ability to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported high blood glucose levels of over 600 mg/dl while wearing the pod for 4 and 24 hours on the arm. Hyperglycemia treated by patient with a total of 42 units of insulin.